Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx closure device was implanted on (B)(6) 2024. At a routine follow up on (B)(6) 2024 mobile and nonmobile echo densities were noticed on the face of the closure device measuring 1.05cm x 0.38cm. The patient was on a medication regimen of aspirin 81 mg and plavix 75 mg. There were no patient complications reported.